Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent damage on distal and proximal stent strut rows, with struts pulled distally and lifted, was identified. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.no other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.